Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7077632 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 25329480 model/catalog description: clik x anchor sterile ki unique identifier (UDI) #: (B)(4). Sc-2218-50, sn (B)(6). Investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the leads had high impedances. Imaging also confirmed that the leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.